Manufacturer narrative:
(B)(4). Batch # p5895a. Device evaluation: the analysis results that one pcee60a device was returned with no visual non-conformances and with three ecr60d cartridges reloads present. The reload (b) was received fully fired. The reloads (c and d) was received fully fired, broken and with the pan dislodged. The device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastrectomy, the cartridge was broken off when the cartridge was replaced. The same events continued in a row. The device could be fired properly. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: can you please clarify what was meant by, ¿the cartridge was broken off when the cartridge was replaced¿? When did the issue occur (during use in the procedure, during installation or removal of the cartridge, etc)? The issue occurred during removal of the cartridge. Was the metal cartridge pan separated from the plastic portion of the cartridge? No information. Was the plastic portion of the cartridge damaged? No information. Was there difficulty installing the cartridge? No information. Was there difficulty removing the cartridge from the device? Yes. The nurse has a poor experience of installing/removing the cartridge. Did the cartridge fall into the patient? No information. But, at least, no pieces were left inside the patient. If yes, was it retrieved? Did retrieval of the cartridge alter the procedure in any way? No information. If yes, please explain. Is the cartridge returning with the device? No. No further information will be provided.